Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm.

Event description:
A report was received that the patient was not receiving adequate stimulation and was having frequent ipg charging. Malfunction of device was noted. It was believed that one lead had evidence of fractures and inconsistencies. The patient will undergo lead and ipg revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg and leads were replaced. It was also reported that the patient had a seroma and it was address by the physician during the revision. No ipg malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient was not receiving adequate stimulation and was having frequent ipg charging. Malfunction of device was noted. It was believed that one lead had evidence of fractures and inconsistencies. The patient will undergo lead and ipg revision procedure.